Manufacturer narrative:
A follow up was performed with the key market, and the responder reported that the customer evaluated the device, and determined that the pipe was blocked. It was reported that the customer handled blockage of the pipe, and was able to restore the device to working condition. No parts were reported to have been replaced to resolve the issue. The device was returned to service.

Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator was alarming for no reason, and the range of the proximal pressure sensor is incorrect. The device was in clinical use when the issue occurred. No patient or user harm reported. This investigation is ongoing.